Manufacturer narrative:
Device evaluation. The device has not been received for evaluation/ investigation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation in completed. Evaluation, method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the evaluation is complete.

Event description:
The tubing blew off the injector end, spraying contrast in the room. This happened two times. Injector settings: volume: 35ml, flow: 12mls/sec, pressure: 900 psi. No harm or injury was reported. This is one of two reports for this event. 1721504-2010-00213.